Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during preparation of the system controller, the backup battery slot screw was noted to be loose.

Manufacturer narrative:
H6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of not being able to thread one of the backup battery cover screws into the system controller was confirmed. Visual inspection of the returned system controller (serial number: (B)(6) revealed a damaged helicoil corresponding to one of the backup battery cover screws. The backup battery cover screw was not able to be screwed in due to the damaged helicoil. No other issues were observed during testing. The returned system controller successfully operated in a mock circulatory loop for an extended period of time without an issues or atypical alarms produced. The reported event was determined to be due to a damaged helicoil on the system controller; however, the root cause of the damaged helicoil could not be conclusively determined through this analysis. A manufacturing analysis task has been initiated to further investigate the issue of a damaged helicoil. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 5 ¿surgical procedures¿ explains how to install the backup battery in the system controller, including how to tighten the cover over the battery compartment. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.